Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
Reportable based on additional information received on 10sept2019. It was reported that crossing difficulty occurred. The target lesion was located in the severely tortuous and severely calcified coronary artery, a 28mm x 4.00mm promus premier was advanced to treat but failed to cross the lesion. The physician tried to advanced many times and the result to the stent was not smooth. However, the stent lift up. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.